Manufacturer narrative:
The device was returned for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an outback catheter was inserted over a .014¿ non-cordis wire via a 6 french sheath, flushed with heparinized saline as per IFU. Outback moved to area of potential re-entry. Needle was attempted to be deployed x3 but could not be visualized. Needle was felt to be deployed by performing md dr. (B)(6). Wire was advanced but not in true lumen. Wire was withdrawn, but there was great difficulty in retracting the needle. Wire was actually coming out of the needle port and not the intended wire port. Once the physician and the sales rep felt it was safe, the device was retraced with the needle appearing to be fully retracted, with the guidewire exiting the needle port. Outback and guidewire were removed from patient without much difficulty, and visually inspected by the physician and the sales rep. The device was attempted to be flushed with heparinized saline, and noted saline was exiting the catheter approximately 5 cm before the needle cannula exit port, with the needle retracted. The needle appeared to deploy in it's expected port. At this point I deemed the device faulty and no longer suitable for use. The procedure was terminated, and the patient left the interventional radiology suite in stable condition. There was no patient injury. The patient's vital signs were stable, and an angiogram was taken in the area where the outback was attempted and demonstrated no injury. The intended procedure was an rle angiogram. There was no apparent damage upon opening the packaging. There was no difficulty retracting the needle post prep. There was very minimal slack during prep. It was in a straight fashion on the procedure table. Other than its typical packaging, the device was never coiled. The needle tip was fully retracted before insertion and the deployment slide was locked in the proximal position. There was noticeable difficulty advancing the device. It was removed and re-prepped and the same manner, as well as the guidewire wiped with heparinized saline. Proper orientation was confirmed utilizing orthogonal views under fluoroscopy. The outback did not have any difficulty getting to the lesion.

Manufacturer narrative:
The device was received for analysis and was updated accordingly. The engineering report is not yet available and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion:   as reported, an outback catheter was inserted over a .014¿ non-cordis wire via a 6 french sheath and flushed with heparinized saline as per the instructions for use (IFU). The outback catheter moved to the area of the potential re-entry. The needle was attempted to be deployed three times but could not be visualized. Needle was felt to be deployed by performing physician. The wire was advanced but not in the true lumen. The wire was withdrawn, but there was great difficulty in retracting the needle. Wire was actually coming out of the needle port and not the intended wire port. Once the physician and the sales rep felt it was safe, the device was retracted with the needle appearing to be fully retracted, with the guidewire exiting the needle port. Outback and guidewire were removed from patient without much difficulty and visually inspected by the physician and the sales rep. The device was attempted to be flushed with heparinized saline, and noted saline was exiting the catheter approximately 5 cm before the needle cannula exit port with the needle retracted. The needle appeared to deploy in its expected port. The device was deemed faulty and no longer suitable for use. The procedure was terminated, and the patient left the interventional radiology suite in stable condition. There was no patient injury. The patient's vital signs were stable, and an angiogram was taken in the area where the outback was attempted and demonstrated no injury. The intended procedure was an rle angiogram. There was no apparent damage upon opening the packaging. There was no difficulty retracting the needle post prep. There was very minimal slack during prep. It was in a straight fashion on the procedure table. Other than its typical packaging, the device was never coiled. The needle tip was fully retracted before insertion and the deployment slide was locked in the proximal position. There was noticeable difficulty advancing the device. It was removed and re-prepped and the same manner, as well as, the guidewire was wiped with heparinized saline. Proper orientation was confirmed utilizing orthogonal views under fluoroscopy. The outback did not have any difficulty getting to the lesion.     One non-sterile outback elite 120 cm re-entry was received for analysis coiled inside a plastic bag. The cannula was received fully retracted into the ob-ltd (not deployed). A kink was noted at 2.5 cm from the distal tip end. The catheter measured 120.4 cm length. The length of the catheter was within specification. Besides the mentioned kink, no other anomalies were observed. The unit was flushed and the guide wire was passed through the unit. An obstruction of blood was observed when passing the wire. Functional test to determine the level of functionality of the returned device was successfully performed. The cannula retracted and advanced several times via distal movement of the deployment slider in spite of kink condition observed on the unit. A review of the manufacturing documentation associated with lot 17524312 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.     The ¿cannula/needle (outback only) - retraction difficulty¿ and the ¿cannula/needle (outback only) -deployment difficulty - through shaft ¿reported by the customer were not confirmed. However, a kink condition was found on the received unit. Nonetheless, the exact cause of the kink condition observed on the body shaft of the unit could not be conclusively determined. Controls are in place to prevent any defects on cto units. The product instructions for use (IFU) cautions the user that excessive calcification at the site of re-entry may impair the device¿s performance.  It instructs the user to retract the cannula tip into the device by fully retracting the handle deployment slide until it stops.  The user is then to release the handle deployment slide button to lock the deployment slide in the retracted position.  The user is then instructed to ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked, prior to withdrawing the catheter over the guidewire. Neither the product analysis nor the manufacturing records review suggests that the event experienced by the costumer could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.